Event description:
A laparoscopic tubal sterilization was being done when the bipolar coagulation forcep stuck to the right fallopian tube. As the physician attempted to free the forceps, the nesosalpinx was lacerated and bleeding ensued. A laparotomy was performed. The bleeding stopped and the tubal sterilization was completed. The electrosurgical equipment was inspected at the user facility. No functional problems were found. The generator was sent to this MFR for evaluation.